Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis with a torn tip. Visual, dimensional, and functional inspections were performed on the returned device. The difficulties inserting the guide wire were not confirmed. The kink was confirmed. In addition, the tip was torn at the kink. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed lesion in the mid right coronary artery (mrca). An attempt was made to insert the proximal end of the sion guide wire (gw) into the tip of the xience alpine stent delivery system (sds). However, the proximal end of the sion gw did not advance through the sds tip and the tip got kinked. Thus, the xience alpine sds was not used for the procedure and was replaced with a new xience. No adverse patient effects were reported and there was no clinically significant delay in the procedure. No additional information was provided. The xience alpine was returned and analysis identified a torn tip.